Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station flooded with water due to break. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station flooded with water. A field service engineer (fse) found that the medstation was not serviceable. The device had been heavily flooded with water. The site was already planning to purchase a new medstation.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station flooded with water due to break. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.